Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined zebra printer was offline. A field service engineer replaced printer cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe system printer did not communicate and not printing label prints, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.